Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 4. The programmed fill volume was 2500ml and the total drain volume was 4199ml. This drain volume meets iipv criteria. No patient injury or medical intervention was reported.

Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received operational and in good condition. The device passed the homechoice return instrument test / evaluation (rite) electrical test and was found to meet functional specifications relative to the increased intra-peritoneal volume (iipv) identified via device log review. The cause for the instance of iipv found in the device logs was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Additional information product surveillance contacted peritoneal dialysis (pd) clinic and provided the results of the homechoice device evaluation. Nurse reported patient inactive (no longer using the cycler for pd therapy-on hemodialysis).